Manufacturer narrative:
No product was returned. Review of the device history was not possible since the lot number was unavailable. Based on the info received, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal instruction for use (IFU) cautions - should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
It was reported following a percutaneous intervention, an angio-seal was deployed in the right femoral arteriotomy. The pt later bled while in their hosp room and manual compression was applied. The pt experienced symptoms of claudication 48 hrs later. A vascular study revealed an occlusion of the external iliac and common femoral arteries. The pt underwent a surgical right groin exploration and repair of an iliofemoral arterial dissection with bovine patch angioplasty, iliofemoral embolectomy, and removal of the closure device from the common femoral artery. Surgical findings revealed that the common femoral artery was dissected proximally and distally to the angio-seal which was in the artery wall. A dissection flap was repaired distally and proximally and the angio-seal was removed. Thrombus was removed with a fogarty balloon catheter which re-established blood flow and a bovine patch was applied to the hole in the artery. The pt had restored doppler pulses in both dorsalis pedis and posterior tibial arteries at the completion of the surgical procedure. The pt was taking anti-coagulation medication as prescribed and was allergic to amoxicillin and lisinopril.